Event description:
Customer reported unresponsive buttons. She also stated the insulin pump was freezing up and won't deliver insulin. The customer stated she may have exposed her insulin pump to moisture. Customer also reported a button error alarm. Customer's blood glucose was 150 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no act button response due to corroded keypad traces. No button error alarm or frozen display noted during testing. Unable to perform for bolus delivery anomaly due to the unresponsive act button. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.